Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another lead was successfully implanted.